Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient alert sounded, and there was a possible connector issue causing noise. Manipulation of the device did not reproduce the noise. The device was reprogrammed and is still in use. No patient complications have been reported as a result of this event.